Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and the cause was not known. A bolus and insulin injections were used to address the bg level. A pump system was performed and no device issues were identified. The customer changed out the infusion set site and resumed insulin delivery. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.